Manufacturer narrative:
The parts of the broken hinged arm have been requested for investigation at MFR site and were rec'd. Investigation is ongoing. Results will be reported in a follow-up report.

Event description:
It was reported that the hinged arm (accessory to primus/apollo anesthesia workstation to feed the cables and hoses to the pt) broke during daily use on the lower mounting.